Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the wheel of the microscope broke from one side and the microscope hit two nurses, who were brought to the emergency room. This report is for the nurse who had cracked ribs and an injured sternum. The event occurred during movement of the instrument between surgeries. There was no impact on the planned surgeries. Additional information has been requested and received. This is the second of two reports.

Manufacturer narrative:
The broken caster bases were sent to a third-party expert analysis group to assist with root cause determination. Based on this external review and the company¿s internal investigation, it was determined that units subjected to multiple shipments or forceful impact to a caster on a microscope may stress the base, which contributes to a caster breaking or detaching from the base. Ultimately, the issue was determined to be design-related. The reported ¿broken wheel¿ was confirmed. The issue was determined to be design-related. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported that the wheel of the microscope broke from one side and the microscope hit two nurses, who were brought to the emergency room. This report is for the nurse who had cracked ribs and an injured sternum. The event occurred on ((B)(6) 2016), during movement of the instrument between surgeries. There was no impact on the planned surgeries. The service engineer has asked for the scope to be removed from the operating room. Additional information has been requested and received. The operators manual suggests guidance and information. The information states ¿before every use of the instrument: make sure the suspension system to which the system is attached is properly balanced in the use position and the system is attached to no damaged casters (if applicable). Make sure that all mechanical lock knobs are tightened securely. Make sure all the optical components are securely attached to the system. Observe all warning labels, cautions, and notes.¿ warning: ¿for patient safety and ease of use, it is important that before each surgery the articulating arm is balanced and its downward limit is adjusted.¿ the system was examined and the reported issue was confirmed. The stand, microscope, and foot control were all returned for evaluation. The system was found to meet specifications in a previous service record review. The system was manufactured on may 13, 2015. Based on qa assessment, the product met specifications at the time of release. The stand, microscope, and foot control were received for evaluations. The microscope and foot control were unrelated to the reported event and were therefore not evaluated, as a result. However, a visual assessment of the returned stand revealed the wheel was broken in the system base. The reported ¿broken wheel¿ was confirmed. However, how and when the wheel was broken remains inconclusive. An internal investigation has been opened on the reported ¿broken wheel¿ issue. (B)(4).

Manufacturer narrative:
This was involved in a field correction action recall and upon receipt of the recall number we will file an additional report. (B)(4).